Event description:
The customer's mother reported that the customer went to the hospital sometime in september for diabetic ketoacidosis. The customer's mother was unable to provide any more details.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. No lot qualification records were reviewed, as the product lot number was not provided.